Event description:
It was reported that the user announced a breakfast meal on the ilet while their glucose was already dropping, leading to post-announcement hypoglycemia despite oral glucose treatment; the event was associated with use-of-device issues and occurred while using a dexcom g7, with no device component issue identified. Symptoms included hypoglycemia and muscle weakness. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and no specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.